Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/03/2014 with the following findings: the keypad complaint could not be duplicated. The pump was returned with no visible damage to the keypad cover. During testing, all of the keypad buttons were unresponsive. The keypad cover was removed and no contamination was found under any of the keypad button contacts. There was visible evidence of moisture behind the display lens. The pump was opened and internal moisture was found inside the pump. Unrelated to the initial complaint, the pump powered on with no vibratory feature. The pump case was observed to be damaged; and the leak test failed due to a damaged pump case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that all of the keypad buttons were under responsive. Moisture was allegedly visible behind the pump display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.